Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. Insulin pump passed unexpected restart test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Motor passed motor test. Insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 275 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.